Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.

Event description:
Further follow-up revealed that no cause for the high impedance was observed during the replacement surgery. There was no known trauma or patient manipulation that occurred that could have caused or contributed to the high impedance. No x-rays were taken.

Event description:
It was reported that device diagnostics resulted in high impedance. The device was disabled and the patient referred for generator and lead replacement. It was reported that diagnostics were not performed at the previous visit. The patient is experiencing an increase in seizures. It is unknown if the increase is above the patient's pre-vns baseline frequency. Attempts to obtain additional relevant information have been unsuccessful to date. No known surgical intervention has been performed to date.

Event description:
An implant card was received indicating that the vns patient underwent generator and lead replacement surgery on (B)(6) 2014 due to high impedance. The explanting facility discarded the explanted device; therefore, no analysis can be performed.